Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address acetabular fracture. Update rec'd 11/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A doi was provided. The liner, head, and stem are being added and reported to address the elevated metal ions. Update 2/3/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the had aseptic loosening. The patient didn't have access to health insurance, so she continued to walk on the prosthesis causing an acetabular fracture. The cup was noted to be malpositioned and bone erosion was noted. Metallosis was mentioned, but no lab results were provided for the alleged high metal ions. One acetabular screw was placed during the doi, so it is now being added to the complaint. It should be noted that some of the medical records were of very poor quality. The complaint was updated on:2/24/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.